Event description:
Pt was taken to the hospital with high blood glucose levels (bgls) while wearing the I-port. The caller stated that the pt's bgls began to rise and remained elevated during the second day of administering insulin through the device. Upon arrival at the hospital, the I-port was removed and the cannula was observed to be bent in a "l" shape. Pt was administered IV fluids and given standard insulin injections while at the hospital. Pt was dismissed from the hospital after a two night stay and does not claim permanent effects caused by the incident.

Manufacturer narrative:
The I-port worn prior to admittance to the hospital was removed and discarded at the hospital by the hcp, and was therefore not available to return for eval.